Event description:
Procedure: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
As per additional information received the reason for mesh implantation: menorrhagia and dysmenorrhea, unresponsive to medical therapy, stress urinary incontinence, symptomatic pelvic organ relaxation with uterine prolapse and enterocele as wellas cystocele. Procedures performed: exam under anesthesia, four-puncture open laparoscopy, and laparoscopic lysis of adhesions, and laparoscopic-assisted vaginal hysterectomy with preservation of ovarian function, halban culdoplasty for correction of enterocele, anterior colporrhaphy and placement of tension-free vaginal tape with cystoscopic guidance. Complications post uretex implantation are per pfs, outcome attributed to device is pain, infection, urinary problems and bowel problems.